Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified and mildly tortuous anatomy prevented the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the compromised device in an attempt to pull the device back resulted the reported difficult to remove, the reported stent material separation and the reported stretched stent. As reported, an armada 35 balloon was used to assist removal of the stent completely from the delivery sheath and a non-abbott stent and an omnilink elite stent were implanted to jail the stent in the right external iliac and common femoral arteries. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat lesions in the right external iliac and common femoral arteries with heavy calcification and mild tortuosity. Using a 7 fr sheath, a 7.5mm supera stent was implanted in the right common femoral artery. Then, the 8x80mm absolute pro self-expanding stent system was advanced to the target lesion and the stent was able to be deployed 1-2cm; however, the thumbwheel became stuck and the stent could not be deployed any further. Then the sess was pulled back, which caused the stent to become elongated up towards the aortic bifurcation. The stent became fractured into pieces [separated]; therefore, an armada 35 balloon was used to remove the stent from the delivery sheath. A non-abbott stent and an omnilink elite stent were implanted to jail the supera stent in the right right external iliac and common femoral arteries. A clinically significant delay in the procedure was reported. No additional information was provided.